Event description:
Medtronic received a report that an axium coil was found stretched. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right internal carotid artery cavernous segment c4 with a max diameter of 12 mm and a 6 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that after the guidewire guided the echelon microcatheter to the aneurysm neck, the first 14-40 coil was delivered. After position adjustment, good basket formation was achieved and detachment was prepared. After mechanical detachment, axium coil stretching was observed on imaging, and the stretched filament extended into the parent artery outside the aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f guiding sheath, ton-bridge guide catheter, echelon microcatheter, and synchro2 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.